Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer's father stated that he receives a motor error alarm at least once a week. Customer's father stated that his son has been receiving motor error alarms for the past couple of months. Customer does not use the sensor feature on the pump. Customer's father stated that they are able to complete the rewind sequence. Customer's father also stated that they receive no delivery alarms around the time of the motor error alarms. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.